Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device had reached end of life (eol) in which the last six months the device longevity was at one and a half year remaining. Boston scientific technical services (ts) discussed with the representative regarding the device behavior when it reached eol and suggested to have device change out as soon as possible. The device was explanted. No additional adverse patient effects were reported.